Manufacturer narrative:
Initial.

Event description:
It was reported that the user contacted support to report a low blood glucose with a lowest cgm reading of 63 mg/dl while using the ilet and libre 3+, declined further discussion, and referenced concomitant glp-1 therapy as a possible factor; the reason for contact also included questions about a small a1c increase and weight gain attribution to the ilet. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information about a device problem and insufficient information regarding any specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.